Event description:
The patient felt a shocking or jolting sensation (location unknown). The implantable neurostimulator was turned off. There was no known accident or incident related to the complaint. However, at the time of the call, the patient was residing in a rehabilitation center after injuring her arm. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.